Event description:
It was reported that there was high threshold and no capture. The atrial lead was found in the coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.